Event description:
Customer reported unexpected negative reactivity with a patient sample tested with capture-r ready ID (crrid) on galileo. The customer indicated that the unexpected negative reaction did not result in an adverse patient event.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention capture-r ready-ID, lot id099, and capture-r ready-ID extend I, lot dp028. The customer did not return sample for investigation testing. It is not posible to rule out the sample as a cause of the event.